Event description:
Pt reports having a serious adverse reaction to the second and third injections of the medication. Pt reports that the second injection cause notable calf and lower extremity pain and within a week of the third injection she could not put any weight on the affected limb and needed to go to the hospital, with the debilitation persisting to this day.